Event description:
It was reported the injection port displaced one month after the gastric banding surgery. The port was replaced with no patient complication.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.